Manufacturer narrative:
An abbott field service representative (fsr) was dispatched to the customer site. The fsr replaced the bellows and poppet valves, cleaned cuvettes, and checked sample syringe seals. The fsr then ran qc and performed a precision run. The results were acceptable and the instrument operation was turned back over to the customer. There were no additional erratic results reported after replacement of the bellows. Customer complaint data was reviewed and no systemic issues or adverse trends associated with the bellows were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation concluded that a malfunction occurred. The device was not performing as intended at the customer site. However no systemic issue and/or product deficiency was identified.

Event description:
The customer stated that the architect c16000 analyzer generated an initial calcium result of <0.5 mmol/l. The sample was repeated on another analyzer and a result of 2.6 mmol/l was generated. The initial result was not reported. There was no report of impact to patient management.